Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer continued to use the pump for insulin therapy and will contact a healthcare provider to obtain alternate insulin therapy if needed. There was no adverse impact to the customer¿s blood glucose level.